Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the surgeon noted the lens had cracked. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Evaluation results: visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. The lens was returned in liquid. Conclusion: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).